Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.

Event description:
Healthcare professional reported that a patient was injected in the lips with 9 syringes of juvéderm® ultra xc and an unspecified dermal filler. Nine months later, the patient experienced a non-device related ¿viral illness,¿ with ¿swelling and nodules¿ in the lips only that were ¿tender¿ but were not ¿inflamed, warm, or red.¿ the patient was treated with hyaluronidase. Event was resolved. This file captured the unspecified dermal filler.